Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that one day post implant this right ventricular (rv) lead perforated the patient¿s ventricle. It was reported that during the implant, the helix extended suddenly after 17 rotations. Surgical intervention was performed and the lead was repositioned and a sternotomy was performed to remove blood in the pericardium. A small volume of blood was evacuated. No additional adverse patient effects were reported.